Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 48 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Damaged slip block assembly picture analysis performed. The picture provided shows a ntlc75 device with the firing knob detached and the slip block assembly damaged. There is no clear view of the channel part of the device to determine if a reload was present. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process. Was the staple and cut line complete? A. Firing was stopped in the middle. Did the firing knob fall into the patient? A. No. It fell down on the floor. Will all pieces be returned with the device? A. Not all pieces of knobs are returned but its body will be sent to qa. I interviewed dr. (B)(6) (surgeon) and here I write you gained information. Dr.(B)(6) has been using ntlc to cut and staple liver dozens of time. On the day, he chose green cartridge to cut glisson of liver. He checked whether there was any buttress materials and there was no clips on that area. Closing was done smoothly and he pushed knob without any resistance. In the middle, closing knob was detached and broken so that its particles were fallen on the floor. Fortunately, he could remove ntlc body and removed staples with a forcep and finished there with a continuous suturing. Dr. (B)(6) confirmed that there was no harm for the patient.

Event description:
It was reported that during a hepatic lobectomy procedure, the event was reported by a scrub nurse and affiliate was given limited information. The doctor was making the first cutting with device and he loaded blue cartridge. Its firing knob was broken in the end of the firing. The further information will be reported soon. The reporter told that there was no harm for the patient and the procedure was finished successfully. Procedure was completed with another like device. Delay of five minutes.